Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV." This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., g.2., h.6. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". Patient later reported "exploded inside of my body". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ rupture: observed opening assessed as surgical damage. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Patient later reported "exploded inside of my body". Device has been explanted.